Manufacturer narrative:
(B)(4): the device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent surgery due to lumbar tumor on (B)(6) 2015. During the surgery the doctor found the product's first thread was slipped, so surgeon had to replace the product with a new one to complete the surgery. Product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mating component found the set screw unable to be fully engaged in the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.